Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump within the last 24 hours, so technical support provided reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.